Event description:
Boston scientific (bsc) received information that this left ventricular (lv) lead did exhibit loss of capture at 5 volts in association with the non-bsc device since implant. The issue was just now reported by the non-bsc sales representative. The sales representative stated that there had been no noise on the lead. Sensing was at >10 mv. There were no adverse patient effects associated with these clinical observations.

Manufacturer narrative:
The non-bsc sales representative planned to try changing outputs for the lead and at the time of this initial report, was not sure whether the physician would change out the lead or abandon it.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed in two segments due to explant damage. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The lead was later returned for analysis. This report is being filed to provide product investigation results.